Manufacturer narrative:
This event was initially reported under MFR. Report #0002916596-2014-00629. The device was returned and evaluated under that report. This report is being submitted as additional information. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a recurrent pump pocket infection. The patient received a pump exchange to another manufacturer's device. Additional information was received on 09oct2019 the patient had an ongoing driveline infection before they developed the pump pocket infection.